Manufacturer narrative:
This report is filed march 14, 2016. Device not received by manufacturer.

Event description:
Per the clinic, the device was explanted on (B)(6), 2015, due to infection and extrusion of the electrode array.it is unknown whether the patient was reimplanted with a new device as of the date of this report, (B)(6), 2016.